Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted a sprung spring on the right pedal. Functional evaluation revealed that the footswitch failed functional test, there was footswitch error message when plugged in. The complaint was confirmed and the root cause has been associated with a mechanical component failure of the spring. (B)(4).

Event description:
It was reported that the right button on the footswitch would stick and cause the mdu to continuously run in oscillate mode. A backup device was available to complete the procedure following a short delay. No patient impact was reported.